Manufacturer narrative:
Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6) hospital. (B)(6). Phone number: (B)(6). Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an upper endoscopy procedure performed on november 16, 2023. During the procedure, the balloon would not deflate. The balloon had to be cut from the biopsy cap in order to be removed from the scope. The procedure was already completed successfully with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6) hospital. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h10: investigation results the returned cre fixed wire dilatation balloon was analyzed, and a visual examination found that the catheter presents a mechanical cut. The condition of the device does not allow the functional test, it is not possible to check for a deflation problem. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon failure to deflate was not confirmed. The results of the analysis performed on the returned device found that the catheter presents a mechanical cut. Because the device came back with the catheter cut, it is not possible to perform a functional test to verify that it had any deflating problems. It is possible that the manipulation or technique used at the time of interacting with the device along with the patient's anatomy may have caused a malfunction during the procedure. However, since a functional test cannot be performed, the influence of the device on the event cannot be determined due to a lack of evidence. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an upper endoscopy procedure performed on (B)(6) 2023. During the procedure, the balloon would not deflate. The balloon had to be cut from the biopsy cap in order to be removed from the scope. The procedure was already completed successfully with the original device. There were no patient complications reported as a result of this event.